Event description:
Within weeks of purchasing the "new renu moistureloc" solution, I suddenly developed discharge and an eye infection causing my upper eyelid to become inflamed and something that may have been a stye. I have never suffered sch and got worried when I also noticed a gland in my neck had swelled up. I saw the rn at my gen dr's office who brushed it off as a possible cold coming on. She recommended warm compresses and if not better in 4-5 days to come back in. Approx 1 wk later, my eyelid continued to swell and the gland became larger and painful to the touch. I developed some pain from the gland towards my cheek towards the eye with the inflammation. I thought this was serious since I had no cold symptoms. I went to the dr and he could not explain this and mentioned that the eye does not normaly drain down to that gland.I don't know what he meant. He gave me some sample antibiotics and prescribed them for 4 days. Approx 5 days later, my eye continued to swell. He said it should go away on its own now and told me he thought it may be a stye. I was concerned because it felt and looked like an open sore inside the upper lid and not outside like a bad zit -as I've been told people feel with styes. My eyelid eventually got back to normal but at the cause of much pain, discomfort and many eyelashes lost. I still have some very small but abnormal discharge as it is not clear but white throughout the day. Everthing else seems to be back to normal. More details: I also recall sudden sharp shooting pains in the eye during that time. It almost felt like electronic shocks. I thought it may be the antibiotic working. I was so worried I took many pictures just in case. They are still in my camera if needed.